Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.

Event description:
Device malfunction: premature deployment. Time of malfunction: during preparation. Symptoms/ae: na. It was reported that during preparation of an xpert stent by a technician, the stent prematurely deployed. It is unknown if the touhy borst valve was in the locked position. There was no patient involvement. Although requested, there is no additional information available.